Manufacturer narrative:
(B)(4). Device not returned. It was reported that this valve was explanted at implant due to suture looping. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Unfortunately, the subject device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was implanted then explanted during the same surgery. Based on the op report provided, after implanting the edwards bioprosthetic valve, evaluation of the valve revealed significant central leakage. For this reason, the aorta was re-cross clamped and antegrade cardioplegia was delivered. The right atrium and septum were opened, after snares were placed back down, and resection of the valve replacement revealed what appeared to be a stitch that had looped around a strut and damaged the leaflets. Therefore, all of the pledgets and sutures were removed and replaced. A new 31 mm bioprosthetic valve was secured in place. This time around, valve function was appropriate. The patient reportedly tolerated the procedure and was taken to the ICU in stable condition.